Event description:
Pt was being monitored for pulmonary artery pressure. Device worked for approx 40 hrs and was then disconnected so pt could be transported for cat scan. When pt was returned to unit and device reconnected, it failed to work. Problem was identified as transducer failure based on the opinion of the nurse caring for the pt.